Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 245 (mg/dl). Reportedly, contact believes that the cause of the bg level was related to the customer running around and consuming a large amount of pizza. Customer administered a correction bolus with the pump and an insulin injection with a pen to address their bg level. Contact declined to perform troubleshooting for the pump.